Event description:
The customer reported a message appeared on the device indicating that necessary maintenance is required. Further information was provided that a "low battery" message was displayed. There was no reported patient involvement.